Event description:
Customer's mother reported that the insulin pump returned a no delivery alarm. Caller was unable to troubleshoot as she did not have the insulin pump available at the time of the call. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.